Event description:
It was reported in a journal article studying inappropriate shock therapy in the subcutaneous implantable cardioverter defibrillator (s-ICD) that 11 out of 116 patients received inappropriate shocks. The primary cause of the inappropriate shocks was t-wave oversensing. The article did not describe any resolutions (such as reprogramming or surgical intervention) for these occurrences; therefore, available information suggests the devices remain implanted and in service. A request was made for the article author to provide the model/serial numbers for the specific devices that delivered inappropriate shocks, but as of today, no information has been received. The article did note that both first generation s-icds (model 1010) and second generation devices (a209, a219) were included in the study. Wagner, jan, et al. (2021). "Predicting inappropriate s-ICD episodes by simple 12-lead surface ECG parameters." Journal of electrocardiology 67 (2021) 89-93. Https://doi.org/10.1016/j.jelectrocard.2021.05.011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article studying inappropriate shock therapy in the subcutaneous implantable cardioverter defibrillator (s-ICD) that 11 out of 116 patients received inappropriate shocks. The primary cause of the inappropriate shocks was t-wave oversensing. The article did not describe any resolutions (such as reprogramming or surgical intervention) for these occurrences; therefore, available information suggests the devices remain implanted and in service. A request was made for the article author to provide the model/serial numbers for the specific devices that delivered inappropriate shocks, but as of today, no information has been received. The article did note that both first generation s-icds (model 1010) and second generation devices (a209, a219) were included in the study. The article author later provided the model and serial numbers for the 11 devices in which inappropriate shocks were delivered. In all cases except for this device (1010, sn (B)(6)), the clinical observations had already been reported to boston scientific at the time of the event. In most cases, the events were reported through the effortless clinical study. And in most cases, the clinical observations did not meet the reporting criteria at the time, being considered a malfunction of the device that did not cause or contribute to a death or serious injury, and where that malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Additionally, many of the events occurred prior to boston scientific taking ownership of regulatory reporting for the cameron s-ICD product. However, two of the 11 devices did have clinical observations that met reporting criteria and boston scientific did submit mdrs when required: reference the malfunction report # 3009448963-2015-0029 submitted on 19-may-2015 where several episodes of oversensing the patient's atrial fibrillation (af) were stored, with three episodes resulting in inappropriate shock delivery. Reference the malfunction report # 3009448963-2015-0013 submitted on 11-march-2015 where inappropriate shocks were received due to t-wave oversensing. A second MDR, # 2124215-2015-16896 was submitted on 22-december-2015 due to the patient receiving additional inappropriate shocks that induced the patient into ventricular fibrillation (vf) and with an episode where therapy from the device was exhausted. For this device (1010, sn (B)(6)), the author reported that one inappropriate shock was delivered due to oversensing external interference, and no device reprogramming or other actions were taken. This event does not meet MDR reporting criteria, as it is considered to be a malfunction of the device that did not cause or contribute to a death or serious injury, and where that malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Wagner, jan, et al. (2021). "Predicting inappropriate s-ICD episodes by simple 12-lead surface ECG parameters." Journal of electrocardiology 67 (2021) 89-93. Https://doi.org/10.1016/j.jelectrocard.2021.05.011.